Event description:
A cartridge alarm issue, specifically alarm 20, was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as the resolution. The pump was under warranty and a replacement pump was sent to the customer. The customer was instructed on how to put the faulty pump into storage mode and return it to tandem using the provided return box and pre-paid label. They were also advised to transfer their pump settings and connect their cgm to the new pump. The customer committed to these actions and planned to reach out to their healthcare provider to arrange backup therapy, as none was immediately available.